Manufacturer narrative:
Results: the returned cat6 was kinked at approximately 125.0 cm and 128.0 cm from the hub. The device was ovalized at approximately 98.0 cm and 129.0 cm ¿ 135.0 cm from the hub. During functional testing, the cat6 was attempted to be advanced into a demonstration neuron max and resistance was encountered while the ovalizations on the cat6 was inserted into the hub of the neuron max. The cat6 could not advance into the neuron max. Conclusions: evaluation of the returned portion of the cat6 confirmed kinks and revealed ovalizations distal to the kinks. If the peel-able sheath is not used during insertion and the cat6 is forcefully gripped or pinched during advancing into the non-penumbra sheath, damage such as ovalizations may occur. These ovalizations may likely contributed to the reported resistance experienced during advancing the device and forcefully advancing the device against the resistance may cause the device to become kinked. Further evaluation of the cat6 revealed additional ovalizations and a fracture. These damages were likely incidental to the complaint. The fractured proximal segment of the cat6 was not returned for evaluation. Evaluation of the returned second cat6 confirmed kinks and revealed ovalizations distal to the kinks. If the peel-able sheath is not used during insertion and the cat6 is forcefully gripped or pinched during advancing into the non-penumbra sheath, damage such as ovalizations may occur. These ovalizations may likely contributed to the reported resistance experienced during advancing the device and forcefully advancing the device against the resistance may cause the device to become kinked. Further evaluation of the cat6 revealed additional ovalizations. These damages were likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01395

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01395.

Event description:
The patient was undergoing a thrombectomy procedure from the superficial femoral artery (sfa) to the popliteal artery using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician made a successful pass using the cat6 and a non-penumbra sheath. While attempting to make another pass with the cat6, the physician experienced resistance while advancing through the vessel and subsequently, the distal end of the cat6 kinked; therefore, it was removed. Next, the physician experienced resistance while attempting to advance a new cat6; however, the procedure was completed using the same cat6 and sheath. It was reported that the physician experienced resistance while retracting the cat6 and found the distal portion to be kinked upon removal after completion of the procedure. There was no report of an adverse effect to the patient.